Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer turns off intermittently during use. It was noted that the power cord bay assembly was broken. The power cord bay assembly was replaced, the power supply was replaced as a preventative, the left and right antenna connections were retightened. Reconfigured hard drive and reloaded software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a programmer experienced an error. The issue has since been resolved. It was further reported that the programmer was turning off intermittently during use. The programmer was returned for service. No patient complications have been reported as a result of this event.